Event description:
During placement of the gdc coil in an anterior communicating artery aneurysm, there was spontaneous mechanical separation of the coil from its pusher at the junction of the pusher and the coil itself. This occurred at a time where all the coil was inside the aneurysm, but where the prtr felt that the basket was in perfect, rptr had in fact decided to withdraw the coil and replace it with another one but could not do that because of the premature mechanical detachment. Rptr ultimately had to settle for a less than satisfactory embolization result: luckily, there was no clinical complication.